Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034- 2013-04574 & 2014-02569/-02570).

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2010 due to patient allegations of pain, elevated metal ion levels and tissue/bone destruction. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative notes indicates the acetabular cup was in a vertical position. The operative report further noted the presence of whitish-gray type fluid, metallosis debris, an osteophyte and a cyst. The modular head, taper adapter and acetabular cup were removed and replaced.